Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The caller alleged that customer has high glycated hemoglobin 13-14 units from the 2013 year when the pump was installed. On (B)(6) 2017 the customer became unconscious and was hospitalized with a kidney abscess. The hospital performed surgery to save the kidney. At an unknown time, the customer received a blood glucose result of 10 mmol/l on the performa combo system. It is unknown how long the customer was hospitalized. The infusion device cannot be returned for legal and customs issues.